Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd alaris smartsite low sorbing extension set had blockage issues. The following information was provided by the initial reporter: "upon inspection, a similar defect was found in multiple filters from the same lot and the defective area appears to cause the tubing to collapse on itself and create a blockage."

Manufacturer narrative:
H6: investigation summary: a complaint of sets having flow issues was received from the customer. One used sample was returned for investigation. Through visual inspection, the customer complaint of fluid blockage could not be confirmed. Component damage was confirmed for this complaint. The male luer of another set was stuck on the female luer of the returned set. It could not be removed and the set could not be tested further. A device history record review for model 20350e lot number 21059521 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A definitive root cause could not be determined as the flow could not be tested. A possible root cause the component damaged is the attached set or overtightening during connection. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd alaris¿ smartsite¿ low sorbing extension set had blockage issues. The following information was provided by the initial reporter: "upon inspection, a similar defect was found in multiple filters from the same lot and the defective area appears to cause the tubing to collapse on itself and create a blockage."